Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that o-ring came out while changing reservoir. Customer reported that the reservoir no longer sealed correctly. Customer's blood glucose was 102 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.